Event description:
Intera oncology received a report of an intera 3000 hepatic artery infusion pump that had less residual volume than expected. The patient was implanted on (B)(6) 2025. The first refill was on (B)(6) 2025, and the pump was dry. The clinic injected 5 ml of saline into the pump reservoir and got everything back. They refilled the pump and had the patient come back in 5 days. On (B)(6) 2025, they emptied the pump and there was less residual volume than expected (only 7 ml according to the nurse). They decided to refill the pump and have the patient come back in 5 days. On (B)(6) 2025, the residual volume was still off. The residual volume was 26 ml, and the flow rate was 0.57 ml/day. The residual content was not clear; it was cloudy and yellow dinged. The patient did mention the area feeling hot/warm to the touch. The pump was filled with hep saline on (B)(6) 2025. All 30 ml of the hep saline were put into the pump reservoir during the refill. Intera oncology is waiting to hear back from the clinic to see what the doctor decides to do next.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The sterilization record was reviewed and all tests passed prior to distribution. The device remains implanted and in use with the patient. Multiple follow-up attempts were made to retrieve the latest results with no result. A root cause cannot be concluded.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The sterilization record was reviewed and all tests passed prior to distribution. Intera oncology is in communication with the clinic to decide next steps. On september 24, 2025, our representative informed us that she had not heard back from the doctor, but the nurse said they were waiting for the next refill to see how the residual looked and to check the residual volume again. Upon receiving updated information from the clinic, a supplemental report will be submitted.

Event description:
Intera oncology received a report of an intera 3000 hepatic artery infusion pump that had less residual volume than expected. The patient was implanted on (B)(6) 2025. The first refill was on (B)(6) 2025, and the pump was dry. The clinic injected 5 ml of saline into the pump reservoir and got everything back. They refilled the pump and had the patient come back in 5 days. On (B)(6) 2025, they emptied the pump and there was less residual volume than expected (only 7 ml according to the nurse). They decided to refill the pump and have the patient come back in 5 days. On (B)(6) 2025, the residual volume was still off. The residual volume was 26 ml, and the flow rate was 0.57 ml/day. The residual content was not clear; it was cloudy and yellow dinged. The patient did mention the area feeling hot/warm to the touch. The pump was filled with hep saline on (B)(6) 2025. All 30 ml of the hep saline were put into the pump reservoir during the refill. Intera oncology is waiting to hear back from the clinic to see what the doctor decides to do next.